Event description:
The pt is reportedly experiencing an overly loud sensation with her internal device. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device showed that the device is not functional. Surgery to explant the pt's device will be scheduled.